Event description:
The service report shows the customer alleged that the ventilator shut down while on a patient and the audible alarm failed to activate. Customer support engineer (cse) thoroughly inspected the device but could not verify the reported malfunction. The unit passed extended self testing and no parts were replaced. The customer was advised to run the unit for forty-eight hours before returning the unit back in to service. This report is not an admission by co that this device caused or contributed to the event alleged in this report.